Manufacturer narrative:
The other devices listed in this report: cat. No.: 6284-0-032, 32mm-3mm femoral head obsolete rutherford, lot code: b4pyn. Cat. No.: unknown, unknown pca liner, lot code: unknown. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
The patient underwent revision surgery for hip pain. The doctor revised the acetabular cup, liner and femoral head.

Manufacturer narrative:
An event regarding revision & pain involving an pca shell was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the reported pain could not be determined since the devices were not returned for evaluation and insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and/or insufficient information was received by stryker orthopaedics. If devices and/or additional information become available, this investigation will be reopened.

Event description:
The patient underwent revision surgery for hip pain. The doctor revised the acetabular cup, liner and femoral head.